Event description:
It was reported that a patient presented to clinic for follow up. It was noted that the patient was symptomatic during testing of the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was stable.